Manufacturer narrative:
Previously reported on (B)(4) with MDR #3003832357-2025-000228. Device investigation is pending and is housed on (B)(4).

Event description:
It was reported to philips that the ECG failed.